Event description:
During the procedure, the 22mm amplatzer cardiac plug (acp) was deployed in an unsatisfactory position and retrieved into the 13f amplatzer torqvue 45x45 delivery sheath. The patient developed a pericardial tamponade. The source of the tamponade was unclear; however, it possibly could have occurred during the transseptal puncture or when the delivery sheath was positioned in the left atrial appendage (laa). As the tamponade was being drained, the physician decided to attempt to close the laa again, but the acp had already developed thrombus on the distal end. The thrombus on the acp could not be completely removed, so the physician opted for another device. A second acp was implanted without problem. The patient is currently stable.

Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported event remains unknown.